Event description:
It was reported that a craniotomy case and biopsy was performed on (B)(6) 2014. The biopsy results were positive for mad cow disease on (B)(6) 2014. It is unknown if the set was destroyed to reduce the potential risk of contamination. While the matrix set was being cleaned by the sterile processing department the product was potentially mixed with two other matrix sets. Another craniotomy was performed on another patient on (B)(6) 2014 and it is unknown if the contaminated matrix neuro set may have been reprocessed and used during that surgery. No alleged allegation against the product was noted. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.